Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, h3, h4. The device was returned to olympus for evaluation and confirmed the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the event most likely occurred due to a worn out and corroded socket slider switch that could be the cause of continuous obstacle toward a high intensity mode. The events can be detected and prevented in accordance with the following sections of the instructions for use: "warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source displayed error code b30 (scope communication error). The issue occurred during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.